Manufacturer narrative:
(B)(4).

Event description:
During the procedure, in the second shot, the loaded 030458 stapled and cut but all the staples were malformed and these did not adhere it to the gastric wall, so the tissue was cut and opened and the gastric fluid mucous left by the hole. The situation was solved with staples nearest of the calibration catheter and the zone that did not stapled was extracted. The patient is well without injury. The physicians intervention was not necessary. What is the patient age, weight, gender, or patient identifier (i.e. Initials or ID number, not the full name of the patient): the patient is female, (B)(6) years old, (B)(6). Did any device component fall into the cavity of the patient; if so, how was it retrieved: no. Was there any unanticipated tissue loss as a result of this problem: no. Was there any tissue damage as a result of this problem: no. Was there blood loss of 500cc or more due to the product problem: no. Was surgical time extended by more than 30 minutes due to the product problem: no. The device won't be returned, *** additional information received *** 1. Please confirm that the section of tissue that was not stapled was resected, and a second line of staples was applied. The tissue that was not stapled, was removed. 2. What is the product ID and lot number for the handle used with this reload; if the customer cannot report the product ID and lot number, was it a legacy universal (such as 030403, 030449, egiaunivxl), or was it an egia ultra (such as egiaushort, egiaustnd, egiauxl): the stapler used was the egiaustnd but the lot number is not available. 3. Was any reinforcement material used in conjunction with the stapling device: no.